Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2021-00096. It was reported the patient experienced an infection under the patient's ear along the course of the extension. As a result surgical intervention was undertaken where in the system was explanted and the patient was hospitalized for antibiotic therapy. The infection has resolved following treatment.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s) and the entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.